Manufacturer narrative:
The reason for this revision surgery was identified as a rotator cuff failure after eight months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: one due to trauma, one for instability, one due to infection, and one for dislocation. This is the first complaint for this lot number. The root cause for the rotator cuff failure was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient's rotator cuff failed with a total shoulder arthroplasty. The surgeon implanted a reverse shoulder prosthesis.